Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had shortened battery life. The customer stated that she had to change the battery 3 times in about 2 or more months. The customer stated that the insulin pump reset the time setting and prompted the customer to rewind each time. She stated that each time she changed the battery, the insulin pump counted up and alarmed unexpected restart. The customer's blood glucose was 115 mg/dl. She stated that the insulin pump had not been stored or not in use for an extended period of time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the reset error test and no alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.